Event description:
Report received of a non-delivery of an antibiotic. It was reported that a pt with right lung pneumonia was receiving zinacef ivpb 100ml total volume. It was reported that an evening and night rn set up the ivpb on the pump and started the infusion. According to the reports, the co received, the medication did not infuse on the pump, and needed to be infused via gravity. It was not known if there were any missed doses of medication or how long it was before the non-delivery was noted. There was no reported adverse patient event. There was no further info available.